Event description:
It was reported that an ilet user experienced high glucose of 280 mg/dl after a missed meal announcement. Review of the pump history confirmed the last announcement was for breakfast and the user had eaten more recently, and the user was advised not to announce a meal when not eating and to allow the system¿s correction algorithm to work. Symptoms included hyperglycemia without other clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to missed meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.